Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 680 mg/dl. Customer experienced symptoms of high blood glucose level such as nausea, vomiting. Other blood glucose values such as 276 mg/dl, around 350 mg/dl, 133 mg/dl. Insulin pump passed self-test and displacement verification test. Insulin pump was not on auto mode. The insulin pump will not be returned for analysis.